Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported a perforation with subsequent pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system and watchman ® access system were used. The access system was deep seated in the very shallow laa. The closure device was deployed and the feet of the closure device perorated through the back wall of the laa which caused a pericardial effusion with tamponade. The closure device was able to be released. A pericardiocentesis was performed. The patient was stable and ha since been discharged from the hospital.